Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered and alert for high superior vena cava (svc) coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.